Event description:
It was reported that during a device check the device had no telemetry and no output. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) during preliminary analysis, the device could not be interrogated but output noted. Upon further analysis, the device was confirmed to have non-functional telemetry, but device output was observed. The cause of the no telemetry condition was not determined. The failure condition cleared during a scan based interconnect test, which passed. Until the no telemetry failure cleared, no abnormal behavior was observed, other than non-functional telemetry. All attempts to reintroduce the no telemetry failure in this device were unsuccessful. This analysis was ended with no cause of failure identified.

Event description:
It was reported that during a device check, the device had no telemetry and no output. The device was removed and replaced. No patient complications were reported as a result of this event.